Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that this right ventricular lead had dislodgment and needed repositioning. During the revision procedure the physician elected to surgically abandon the lead and implant a new lead. No adverse patient effects were reported.